Manufacturer narrative:
The reported event of failure to sense was not confirmed. A complete lead was returned for analysis. Electrical, visual and x-ray evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial lead exhibited a failure to sense. The procedure was completed without the lead. There were no patient consequences.